Event description:
A malfunction on the pump was reported by the caller, identified by the malfunction code malf 12, with no notable events preceding the issue. There was no adverse impact on the customer's blood glucose level. Technical support provided instructions to reset the pump, which resolved the issue as the malfunction code did not recur. The customer was advised to continue using the pump and to contact support again if the malfunction reappeared.